Manufacturer narrative:
This MDR is being reported under exemption number e2015052 and is part of the 227 pilot program. The reported event involves a large automated clinical chemistry device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. The field representative went onsite to evaluate the device and cleaned the probes and internal and external water reservoirs. Further investigation determined the issue was due to a contaminated internal water reservoir and/or probes and was resolved by the field representative actions. No systemic issue with the device was identified during the investigation of this event.

Event description:
This report summarizes <noe>1</noe> malfunction event where an erroneous result was generated by the cobas i400+ analyzer. The event involved an erroneous result for calcium gen. 2. For one patient. The patient's age, weight, and gender were requested, but were not provided. There was no reported injury or death. The event did not necessitate remedial action to prevent an unreasonable risk of substantial harm to public health.